Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The patient mentioned that the buttons became unresponsive after replacing the battery. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was evidence of moisture visible through the display screen. The pump was unresponsive when the battery was inserted. The keypad complaint could not be adequately investigated due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.